Event description:
During treatment of an occlusion, as the iddc was being removed from the pt, the physician noted, that both the proximal and distal marker bands had come off. The entire device was removed from the pt. Both marker bands were retrieved. No complications or adverse events were reported.

Manufacturer narrative:
Investigation summary: complete investigation of the device was not possible because only the marker bands and part of the introducer sheath were returned. Based on info from the user and the returned sheath, the incident is consistent with removal of the iddc from a sheath with a toughy-borst type valve that had not been adequately loosened.